Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. Heartmate ii lvas was not returned to abbott for evaluation. The heartmate iilvas instruction for use (IFU) lists infection (local, driveline or pump pocket infection) and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU document outlines the recommended anticoagulation therapy and inr range. Additionally, this IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 year, 8 months, 12 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted to ICU on (B)(6) 2019 with altered mental status. It was reported that patient was encephalopathic related to infection at pump site. CT scan of the head was negative. It was also reported that patient had elevated lactate dehydrogenase (ldh) of 967 u/l. CT scan of chest revealed significant gas pocket around lvad pump and outflow graft, ectopic gas pockets in thoracic and abdominal aorta. Blood culture was positive for infection. Given patient¿s history, patient was not a candidate for a pump exchange. Family made decision to withdraw care, and patient passed away on (B)(6) 2019 in hospital. Pump was not explanted. No further information was received.